Event description:
It was reported that the device was used during a laparoscopic sigma procedure did not staple properly one side of the staple row. Opened another device to complete the case. There was no consequence to pt.